Event description:
Circular rotating piece on one of the brush heads flew right off [...] Became very wobbly and seemed not to be connected properly - oral-b [device breakage] bristles became rather raggedy very quickly - oral-b [device physical property issue] product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via e-mail reported that their and their spouse¿s circular rotating pieces on their oral-b toothbrush heads flew off, became wobbly and seemed not to be connected properly, and the bristles became ragged. No injury was reported. (B)(6) 2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
(B)(6) 2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Circular rotating piece on one of the brush heads flew right off [...] Became very wobbly and seemed not to be connected properly - oral-b [device breakage] bristles became rather raggedy very quickly - oral-b [device physical property issue]. Case narrative: consumer via e-mail reported that their and their spouse¿s circular rotating pieces on their oral-b toothbrush heads flew off, became wobbly and seemed not to be connected properly, and the bristles became ragged. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.